Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that the burr became stuck on the rotawire. The target lesion was located in the moderately tortuous right coronary artery with annular calcification of the right crown. A 1.25mm rotalink burr and a rotawire were selected for percutaneous coronary intervention (pci) procedure. During the procedure, it was noted that the device stalled, which caused the burr was stuck on the rotowire inside the patient and it could not be pushed. There was no resistance to advance but there was resistance during removal. The burr and the rotawire were simply pulled and removed together as one unit from the patient. Then, it was noted that the advancer was leaking gas. The procedure was completed with another same devices. There were no patient complications were reported, the patient was stable and good recovery post procedure.

Event description:
It was reported that the burr became stuck on the rotawire. The target lesion was located in the moderately tortuous right coronary artery with annular calcification of the right crown. A 1.25mm rotalink burr and a rotawire were selected for percutaneous coronary intervention (pci) procedure. During the procedure, it was noted that the device stalled, which caused the burr was stuck on the rotowire inside the patient and it could not be pushed. There was no resistance to advance but there was resistance during removal. The burr and the rotawire were simply pulled and removed together as one unit from the patient. Then, it was noted that the advancer was leaking gas. The procedure was completed with another same devices. There were no patient complications were reported, the patient was stable and good recovery post procedure.

Manufacturer narrative:
D4: lot number updated to 0031500992. E1: initial reporter facility name: (B)(6).